Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation the lens was scratched. The lens remains implanted. Additional information has been requested.

Manufacturer narrative:
The reporting facility did not provide a lot number or any identification of the product. Video review: video shows company device. Ovd is being filled up till the depth guard. The lens is seen when advanced into the nozzle entry area. The leading haptic has twisted and is straight. The plunger passes on the right side of the iol. The iol is advanced for implantation. Straight leading haptic is helped by additional instrumentation to get in a position in the anterior chamber. As the lens unfolds, trailing haptic and trailing optic edge is seen misfolded/ bent. Marks/ lines/ cracks are visible over the iol optic. Additional information: the complainant indicates the use of non-company viscoelastic, which is not qualified for use with company device. Plunger was observed passing the lens on the right side and misfolding the optic edge and the trailing haptic. The observed marks are seen in the location of the misfolded optic. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).